Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading over 200mg/dl on the contour next link. He received a novalog bolus from the insulin pump. The amount was not provided. He called his wife because he did not feel well. When she arrived, he was going into shock at approximately 5:15pm, and she called an ambulance. The patient was taken to the hospital where he was given a glucagon injection. His blood glucose at 5:45pm was 42mg/dl when tested by a doctor. Further information was not provided. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.